Event description:
Family member reported pt was admitted as an inpatient to a hosp due to diabetic ketoacidosis. Troubleshooting was performed and pump programming and function appeared to be normal.